Manufacturer narrative:
Evaluation of device is not possible, as affected device was discarded by physician upon removal and will not be delivered to manufacturer for analysis. Multiple requests for contact with physician and his staff, via text, phone, and office visits, have been made by the distributor sales representative, but the physician has chosen not to provide any further details regarding the case. Per information provided by the distributor rep, the physician and pa were newly trained users of the device, the skin may not have been dry enough prior to zip device application, and the patient's knee may not have been flexed to the angle recommended in the product IFU. Additionally, imagery of the patient's knee show signs of skin maceration (fluid saturated skin), indicating that the patient may have exposed the device to moisture, which is cautioned against in the IFU. Failure to adhere to the IFU recommendations regarding proper exposure to moisture, skin preparation, and knee flexion may result in device adhesion failure.

Event description:
Following placement of one (1) zip 24 surgical skin closure device for closure of a total knee arthroscopy incision, the patient complained of bleeding at the incision on post-operative day (pod) 4. Patient reported to clinic, during which the physician's assistant noted that the incision had dehisced and showed evidence of bleeding. The patient was then re-admitted for removal of the zip device and re-closure of the wound.